Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. A damaged power button was found during visual inspection of the device. The damaged power button made it difficult to power on the device. Additionally, the device remained powered on during testing and the power issue was not observed. However, the device was returned with spot check mode enabled. In this mode, the device is designed to automatically power off after a minute of inactivity.

Event description:
The customer reported the rad-g "on/off switch sticks" and the "device switches off suddenly." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact h3 other text: device not returned.

Event description:
The customer reported the rad-g "on/off switch sticks" and the "device switches off suddenly." No patient impact or consequences were reported.